Event description:
It was reported a spectrum pump had door not fully latched alarms. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of door not fully latched alarms were reproduced and confirmed through evaluation. This condition was caused excessive force needed to close the pump door with a loader set. The door hooks and latch pins were replaced.